Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. Onset date: on (B)(6) 2026 description: adjacent level disease. On (B)(6) 2026, the patient experienced a new hospitalization due to an adverse event that required treatment. As part of the interventions, a brace was used and medication was administered, which included the use or adjustment of opiates or narcotics. The patient¿s outcome status is not recovered/not resolved, with persistent pain following surgery. Diagnostic evaluation included a computed tomography (CT) scan on (B)(6) 2026, which showed progression of ventral inferior l1 vertebral body erosion, possibly post operative, but discitis or osteomyelitis could not be excluded. A subsequent magnetic resonance imaging (MRI) on (B)(6) 2026, revealed moderate l1 vertebral body height loss, subtle l2 endplate height loss, and concerning fluid and edema in the interdiscal space, raising suspicion for discitis or osteomyelitis, though degenerative changes or osteonecrosis were also considered. Additional findings included grade 2 retrolisthesis at l1-2 with moderate bilateral neural foraminal narrowing and postoperative seroma in the laminectomy bed. All diagnostic findings were clinically significant, and further tests confirmed an adverse event, with the site becoming aware on february 2, 2026, post-surgery. Site seriousness assessment: the event did not involve a congenital anomaly, death, disability, or a life-threatening condition. However, hospitalization was required, and there was no need for additional medical or surgical intervention. Site related assessment: the study device was considered probably related to the event, and additional surgery was identified as a p robable procedure required. Interventions: any of these opiates or narcotics (adjusted or administered): no additional information was received that the subject was hospitalized for this event. There is no apparent allegation of malfunction or inadequacy. For this event sponsor assessed causal to index surgery, probable related to device.